Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the display on the insulin pump goes dark intermittently. The device does not have physical damage, it has not been exposed to heat, customer is using the recommended battery type and battery cap is not damaged. Customer was not present at the time of the call to troubleshoot. It was advised the insulin pump is out of warranty and to contact the hospital to get a replacement. Blood glucose value is unknown.